Event description:
It has been reported that during placement of this device in the pt, this device would not pace. There is no report of pt injury. There is no further pt info available. The device is being returned for the co's evaluation.